Event description:
User facility reports a cut in the pump segment tubing 10min into dialysis treatment. Evaluation of the returned complaint samples indicates that this event may have been caused by user error of improper or incomplete insertion of the pump segment tubing into the machine housing. The machine manufacturer has provided information to the user on proper instalation of the pump segment tubing. Due to potential contamination the extracorporeal circuit was discarded resulting in ebl= 250cc. There was no patient injury or need for medical intervention reported. This MDR is filed for blood loss only.